Manufacturer narrative:
The esg-100 electrosurgical unit was returned to the manufacturer for evaluation/investigation. When the suspect medical device was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-100 electrosurgical unit. In general, the occurrence of bleeding during a procedure is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic polypectomy of the colon procedure, arterial bleeding occurred after the resection of a polyp in the patient's colon sigmoideum. The user perceived that the cutting performance of the esg-100 electrosurgical unit was too strong. No further information was provided and it is unknown if and how the bleeding was controlled. However, the patient was admitted for observation.